Event description:
It was reported that the customer has experienced high blood glucose and it decreased after giving an insulin injection. It was stated that the insulin pump was disconnected a few weeks ago and was reconnected on the last few days. No delivery alarms found in the alarm history. The drive support cap is normal. Insulin pump can be rewound. And manual prime can be performed successfully. Device passed the high pressure test. Time, date, basal rates and bolus wizard are correct. It was stated that the infusion set but problem persist. Last cannula was not bent and the insulin is not expired. It was stated that the blood glucose goes high every time the customer connects to the insulin pump. Customer was offered to get the device replaced and customer declined. Blood glucose value is 160 mg/dl/ nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.